Event description:
It was reported the customer received a button error alarm after changing the battery. Customer stated they could not clear the alarm. The customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer received a calibration error alarm prior to the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was note during testing. The insulin pump communicated properly with the transmitter and the glucose sensor simulator and no unexpected calibration error alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.